Manufacturer narrative:
(B)(6). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that sterility was compromised. An angiojet power pulse kit was selected for use in a thrombectomy procedure. However, upon opening the package, the sterile cape came off and fell on the floor. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.